Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon investigation the trunk cable was pulled from the distribution node (dn) and wires were exposed. The root cause for the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged electrode belt cable. The pt received a replacement electrode belt.

Event description:
The daughter of a (B)(6) old male pt called zoll customer support to report that wires were exposed on the pt's electrode belt. The pt was issued a replacement electrode belt.